Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to a defective iflow 200 s single-use proximal flow sensor. Most likely the rough handling but the exact root cause is unknown.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the iflow 200 s proximal flow sensor which was connected to the ventilator broke apart at the seam. The end user noticed this when it was time to resume ventilation. There is no patient involvement as it was break time.